Manufacturer narrative:
Gas delivery system.

Manufacturer narrative:
Event date: (B)(6) 2014; date received by MFR: 10/28/2014. Conclusion / root cause: the spi bus failure reported error codes could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the ventilator alarmed due to calibration and data acquisition adc failure occurrences indicating an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was in use and there was no patient harm. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse replaced the data acquisition pcb board and gas delivery system. Applicable final testing was performed per operating specifications and passed.